Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was automatically turning power off without use of a controller. Settings: left 1.4 ma [1b 0.5 ma 1c 0.5 ma] right 1.9 ma [10a 0. 6ma 10b 0.6 ma 10c 0.6 ma] pulse width (60 ¿s) impedance 4183 (1b) 3478 (1c) 3201 (10a) 3006 (10b) 3283 (10c), 130hz [shared between left and right], 1b and 1c [directive stimulation] 10a, 10b and10c [ring mode stimulation], usage time 24 hours/day. According to the physician, the patient had a mentally unstable side and thought that they might have turned the power off. However, as the controller was not touched when the power turned off, it is considered that there may be a defect of the product. There are no items that are easily affected by electromagnetic waves in the patient's living environment. Although the event date is unknown, there was suspicious behavior that the power had been turned off before the pa tient was transported to the hospital this time. Though heard, there was no confirmation. The patient was transported to the hospital for emergency care because the symptoms of parkinson's disease were strong this time. At that time, when the physician checked using the programmer on june 12, the ins was turned off. Upon checking the report managed by the hospital, the patient's stimulation usage status was 89% on the 11th, and it was displayed that no stimulation was used on the 12th. At the hospital on the 13th, around 12:40, the ins was checked via clinician tablet and only the usage status of group c was displayed as 15% with no data prior to the 13th displayed. Physician stated settings were changed to group c around 10:00 on the 13th. The data from before the 13th was not displayed and the reason is unknown. The physician stated the power was not turned off from the 13th to the 14th, so the patient did not continue to be hospitalized and was discharged on the 14th. Patient was told to wait and see whether the power was turned off at home, so the controller was also in the possession of the patient. The physician instructed the patient that if the power turns off, the patient will operate the controller and turn it back on. However, physician believes that the ins unit should be replaced rather than continuing treatment with a product that may be defective and cannot be discarded. The patient cannot discard the possibility that the power turned off itself. However, the patient was instructed not to touch the controller. Considering that the patient tri ed not to touch the controller, the only cause that the physician could think of is due to the malfunctioning of implanted ins, so the power turned off. There were no devices or steel towers that generates strong electromagnetic waves in the patient's home and it is hard to believe that it switched off due to external influences. On june 18, the patient was hospitalized again in the morning; the patient complained of a severe symptom around 21:00; the next day, around 07:00, when the physician read it using a physician's tablet, the power was turned off. It is unknown at what time on the 18th and for what reason the patient was hospitalized. The patient did not operate the patient controller and was told that the patient controller/communicator was not connected. Today, around 16:00, agent extracted the data of the tablet from the patient's physician, then created a folder on one drive along with the data extracted from the previous time and shared it with the manufacturer. The patient controller was checked but the communicator was not turned on; charging was suspected to have been running out, so it was charged for 30 to 40 minutes, but it did not turn on after char ging. During charging, the battery mark lamp was lit and bluetooth communication was also possible, so they were able to proceed to the device search screen. The patient will be seen again on wednesday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After the controller was collected at the hospital, the power did not go off and the patient's condition progressed smoothly; the patient was discharged from the hospital without any problems. It is speculated the power was turned off due to the patient's own operation and, as a result, replacement of the ins is no longer necessary. The communicator recovered after charging for a long time, so it might have been a simple insufficient charge. This has been returned to the hospital in the form of hospital storage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Since the power was turned off on the 18th, it can be used without any problems in terms of the above data or symptoms. When it was heard repeatedly, it was investigated to determine the cause. It was mentioned that when using a cellular phone to listen to the radio, the user placed the phone directly above his chest. Besides that, there were times when the cellular phone was on the chest. Although the conclusion could not be drawn, it was explained that the patient should not perform the same actions, and the patient will be admitted to the hospital for observation until next week. Furthermore, the communicator did not start up even though the power button was pressed in that situation; it was removed because there was a high possibility of a defect. As the physician does not intend to use the device, the replacement is not urgent, so a request was received to check whether or not it can be resolved after testing charging, etc.